Event description:
Procedure type: gastrectomy. According to the reporter: the device was used for the resection of greater curvature of stomach. The tissue was grasped with the device and the first firing was started. However, the handle became stiff when half of the cartridge was fired, and the handle could not be squeezed after that. The black return knob was retracted and the jaws were opened. Tissue damage was caused when the device was removed. The resection was completed with new cartridge, but there was tissue loss since the cutting line had to be changed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).